Event description:
The initial reporter questioned a positive result for 1 patient tested for elecsys hiv duo (hiv duo) on a cobas e 801 analytical unit. The initial result was "positive." The specific result was not provided. A repeat sample on (B)(6) 2026 was "negative." The specific result was not provided.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6).